Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A facility representative reported a patient with diffuse lamellar keratitis on slit lamp exam in the right eye post lasik surgery. Topical steroids dosage was increased. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye. Additional information has been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of treatment. No technical root cause was identified as the product was found to be within specifications. Diffuse lamellar keratitis is not related to the device. Device worked as intended. The manufacturer internal reference number is: (B)(4).